Event description:
It was reported that when using one (1) bd preset¿ arterial blood collection syringe, blood leaked from the cracked barrel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the attached photo shows evidence of a cracked sample. Additionally, ten retained samples were visually inspected, and no cracked samples were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.